Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the biomedical device support dir that, the pt was at home and had normal activities of daily living, but later, inflow valve incompetence was noted with some separation of the bell housing. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. This event was discovered in an audit of our records of pump exchanges to our clinical trial device and is currently being addressed through our correcitive and preventive action system. Preventive measures are being implemented to assure that all required MDR reports are filed in a timely manner.